Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this lead was positioned but exhibited low out of range pacing impedance measurements of less than 200 ohms and no thresholds. The lead was repositioned but the impedances then jumped to 4000 ohms and still no thresholds were noted. The physician then elected to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this lead was positioned but exhibited low out of range pacing impedance measurements of less than 200 ohms and no thresholds. The lead was repositioned but the impedances then jumped to 4000 ohms and still no thresholds were noted. The physician then elected to explant and replace the lead. No adverse patient effects were reported.